Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that bilateral suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via an 8f sheath at each access site prior to an interventional, abdominal aortic aneurysm (aaa) procedure. Reportedly, in the lcfa, with two proglide devices, the sutures did not come out with the plunger. The sutures of two other proglide devices were successfully pre-placed in the lcfa. The sutures of two proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 16f in the rcfa and 18f in the lcfa. The aaa procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures in either access site. One additional proglide suture was attempted at each site; however, neither access site achieved hemostasis. A cut down was performed and surgical suturing achieved hemostasis in the rcfa and the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.